Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving hydromorphone via an implanted pump. The indication use was for spinal pain. It was reported that they have been trying to get their pain level adjusted. The patient mentioned that they were getting 15-20 percent of their pain medication from the pump and that was the reason the pump had to be replaced. The patient stated that they could not get a 'full dose' of medication, and they were a zombie because it was so strong. They were still trying to get their pain levels to where they would like it to be. The patient mentioned that they have been at 9 or 10 for pain for about a year and a half and they were trying to increase the dosage gradually. The patient stated that they go back every 2 weeks to increase, and they could not tell a difference with the gradual increase. The patient noted their pump medication might be a compound of two. The patient mentioned that they have a lot of health issues, degenerative disc disease, ovarian cancer, and chemo. Moreover, they may need surgery on l4 now and they want to be more mobile than they are right now. The patient starts a bolus treatment. The patient was redirected to their healthcare provider.